Event description:
On 27jun2024, a patient called to report a diagnosis of right eye (od) corneal ulcer that occurred ¿about 5 years ago¿ while wearing an acuvue® oasys® brand contact lens (cl). The pt reported having a cold sore on the lip, did not wash hands appropriately and ¿ended with something in the eye like a virus.¿ the pt did not use cls during treatment (details unknown) then was able to return to cl wear successfully. The pt could not recall additional details regarding the event. On 27jun2024, a call was placed to the pt¿s treating eye care provider¿s (ecp¿s). A representative advised the ecp will return the call or provide information via email or fax. No additional information was provided. On 02jul2024, a call was placed to the ecp¿s office for additional medical information. No additional medical information was provided as the pt is required to first sign a medical release form. The release form was received and forwarded to the pt by email. On 05jul2024 and 09jul2024, calls were placed to the pt requesting that the pt sign the medical release and return the form to the treating ecp¿s office. On 15jul2024, a call was placed to the ecp¿s office. A representative advised that the signed medical release form has not been received from the pt. No additional information was provided. On 15jul2024, an email was sent to the pt again requesting the pt sign and return the medical release form. No additional information has been received. The od corneal ulcer event will be submitted as a worst-case event as we were unable to verify the pt¿s diagnosis and treatment with the ecp. The date of the pt¿s event is being recorded as 01jan2019 as the exact event date is unknown. The suspect lot number is unknown. The suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.